Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was treat a moderately calcified left main to the left anterior descending artery (lad). The lesion was pre-dilated with an unspecified 4.0x8mm balloon at 12 atmospheres. The 4.0x18mm xience xpedition stent delivery system (sds) was deployed. While removing the sds a check shot revealed a dissection at the distal end of the lad. Another 4.0x8mm unspecified drug eluting stent was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay was reported. No additional information was provided.